Manufacturer narrative:
Unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform occlusion test or excessive no delivery test due to prime anomaly. Unit received with all buttons responding properly. However, slight moisture damage was found at keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at reservoir tube lip. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the display. The customer reported that the device may have been exposed to sweat. Blood glucose level at the time of the incident was 442 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.